Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for technical errors indicating ventilation error, ventilation disabled and failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the expiratory channel and the pressure transducer printed circuit boards (pcb: s). All tests performed passed after replacement and the ventilator is in working condition. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The replaced pcb: s were not returned for further investigation. Therefore, the root cause to the reported error could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).